Manufacturer narrative:
Note that section information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger.is provided in the future, a supplemental report will be issued.

Event description:
A consumer's family member reported that over the past month it seemed either the implantable neurostimulator (ins) or implantable neurostimulator recharger (insr) battery would only get to 3/4 full and would stop charging, as well as charging more than expected. The consumer normally charged the ins every night and the insr every other night, and his ins battery never got below half before charging. For two nights, they have charged for over an hour, and for the last week, the ins had never been 100% battery. Sometimes there are 4 coupling bars and during the call they had 8 coupling bars. In addition during the call, the consumer's family member turned his ins on and he felt a 'hard buzz.,' it was noted that the amplitude was set high and the consumer was lying down; the consumer would lower the setting with the patient programmer. It was also noted that the consumer was in the hospital over 2 weeks ago related to his heart. At that time, he did not charge for 5 days, but the ins was set low and he still had stimulation. It was reviewed it may potentially take multiple hours of charging for the ins to reach full capacity. The consumer and/or family member would charge and call back if the recharging issues persist. Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.